Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 300 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 129 mg/dl and 170 mg/dl. The difference in the readings was determined to be clinically significant. The consumer alleges having control tested her test strips when they were opened at the time of the call to customer support, the test strips control solution fell into range. During troubleshooting, the integrity of the test strips was determined to be in range. The meter and test strips will be returned for evaluation.